Event description:
The patient reported that the pod adhesive was not adhering well to the skin after approximately 36-48 hours of wear on the abdomen, prompting him to remove it. Following pod removal, the patient¿s blood glucose level increased to approximately 750 mg/dl. The patient began vomiting and sought medical attention on (B)(6) 2026. He was hospitalized for two days and was discharged on (B)(6) 2026. The patient was unable to confirm any medical diagnosis provided but reported that he was treated with intravenous fluids and insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported adhesive failure. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.